Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-apr-2024, it was reported that patient faced one infusion set leaking from site. The set was in use for one and half days. Blood glucose levels were 350 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.